Event description:
Device user (du) reached out to clinical specialist (cs) indicating 25 hours into a perfusion that was uneventful until that point. At that time, the portal vein (pv) flow reading on the gui (graphical user interface) began displaying 0.0 l/min. All other values were normal. The cs visualized portal pinch valve fully disengaged. In the bowl, no problems visualized with portal vein cannulation and the liver appeared adequately perfused. While on the call cs observed pv flow on gui screen display -0.1 l/min. Subsequently, they proceeded with removing the liver for transplantation. Cs spoke to du after procedure and they stated the portal vein flushed well on the back-table, and that reperfusion was successful. Du noted this could have been an error with the flow sensor and not the portal flow.

Manufacturer narrative:
The device was evaluated. A service engineer (se) evaluated the device at the customer site. The se confirmed all operations normal. The operation of the device was tested, flow sensors were present and no offsets nor deviations at rpm of 0. Both flow sensors for ivc and portal are operating normally. The flows at prep mode are normal and device achieved good flow stability at liver on board mode as well. All operations normal. Subsequently, all testing was completed successfully. Subsequently, all testing was completed successfully.